Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received several history check failed alarm, external ram error alarms and unexpected restart alarms. The customer's blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No unexpected error alarm noted. The insulin pump passed unexpected restart test and self-test and no unexpected error alarms noted during testing. However, error alarm found in alarm history. An error alarm due to corrupted history file. The insulin pump had minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.